Event description:
Patient stated that he had placed the quad cane on the ground when he noticed that the shaft felt loose. He lifted the cane and found the lower portion of the cane was hanging by a sliver of aluminium before separating completely. Prior to this incident the patient did not perceive any problems with the cane. There was no fall or injury.